Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73e1800769 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one of the jaws was detached from the auto endo applier after several times of ligation during surgery. The detached jaw did not remain in the patient and no health injury occurred.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. This sample was reviewed with a r & d engineer. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom jaw loose from the device. Both jaws had a uniform bend to them and the channel was also bent in the same direction. One side of the channel was also dented inwards. The sample appears used as there is biological material present on the device. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The bottom jaw disengaged due to the significant side load that was applied. Therefore, based upon the observed damage, operational context caused or contributed to this event. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaw detached" was confirmed based upon the sample received. The sample was returned with the bottom jaw loose from the device. Both jaws had a uniform bend to them and the channel was also bent in the same direction. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The bottom jaw disengaged due to the significant side load that was applied. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that one of the jaws was detached from the auto endo applier after several times of ligation during surgery. The detached jaw did not remain in the patient and no health injury occurred.